Event description:
It was reported the patient presented in the hospital with a pocket infection. The patient's implantable cardioverter defibrillator, and right ventricular lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.